Event description:
All phlebotomist working this morning doing am labs in south tower and north tower, had issues with the medline 25 gauge orange butterfly. Medline 25 gauge butterflys lot # 240501-1. These butterflies are malfuctioning. When you stick patient blood is coming out so slow and when you put second tube on veins are blowing due to the fact that no blood is even dripping in the second tube. I used a 3mm syringe on the tubing and pulled back no blood comes out of tubing on multiple patients. Also, there was 8 phlebotomist working on morning run and with same issues. This effects run draws and is a patient safety issue also. These needles are not of good quality and is causing patients to be stuck multiple times and effcting patient care.